Manufacturer narrative:
The handpiece was returned to cytrellis for evaluation and the inspection indicated that no repairs were required. There was preventive maintenance performed, but the handpiece needed no repairs. There is no evidence that the device contributed to the adverse event.

Event description:
It was reported to the company that a trained clinician treated a patient with the ellacor system (B)(6) 2023. The company was notified on (B)(6) 2023 that the patient claimed she had a "bad reaction and bad burns on day 3 right side and swelling" post treatment at 3 days.

Manufacturer narrative:
It was reported to cytrellis (from the patient) that she had a "bad reaction" on day 3 post-treatment. She states that she was not able to reach her doctor. Doctor was notified.  Still waiting for handpiece to complete investigation.